Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) upon device power up in the surgery department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, error 345 was reproduced after loading a set and closing the door while running an infusion. A review of event history log revealed multiple events of system error 345 messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be failed force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.